Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing on a stored episodes and decreased sensing was noted on the right ventricular lead on a remote monitoring transmission. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.